Event description:
It was reported that the patient removed a pod and reinstalled the omnipod 5 application following a "pod is no longer connected to app, remove app and reinstall" alert on the app. Around the same time, the patient received a maximum storage alert on his iphone. Following the app reinstallation, the patient's setting on the app was erased and the patient was unable to resume treatment. The patient had no backup insulin available at that time. Consequently, the patient experienced hyperglycemia and was hospitalized with diabetic ketoacidosis on (B)(6) 2025. Symptoms reported include hyperglycemia, burning sensation, chemical taste in the mouth, nausea, vomiting, dyspnea, and sweating. The patient was treated with intravenous insulin and fluids. The patient was released the following day (B)(6) 2025f.

Manufacturer narrative:
The device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.